Event description:
The recipient reportedly experienced a csf leak during initial surgery. The recipient is doing well. The recipient's device was activated.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.